Manufacturer narrative:
The pump was received with a button error alarm and intermittent action button response due to corroded keypad traces. The pump was received with normal operating currents. The pump was monitored and no unexpected battery out limit or weak battery alarms occurred during testing. The following physical damage was found: cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed with a button error while hew as out on a run. He removed the battery and re-inserted it and received a weak battery alert and a battery out limit alarm. The button error and the battery out limit were unable to be cleared due to unresponsive keys. After the battery alarms the pump alarmed with button error once more. The patient's blood glucose at the time of incident was 130 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the alarm may have occurred due to him running while having the pump attached to his body. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.